Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old caucasian female patient had impella 2.5 pump inserted in the femoral. The patient had air embolism and the left ventricle (lv)/right ventricle (rv) failure with need for resuscitation for about five (5) minutes.